Manufacturer narrative:
This is one of two reports. This report is for the pump and the related complaint is for the guidewire which is reported on 1220648-2026-04791. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 48-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG) and mitral valve repair/replacement. During the procedure, while the abiomed .018 guidewire was being removed from the impella, it got stuck. The physician aggressively pulled the guidewire, causing the distal tip to fracture inside the sheath. It was reported that the physician jammed the repositioning sheath inside the peel-away sheath, which may have caused the guidewire to kink/become stuck inside the sheath. While pulling the repositioning sheath out of the peel-away sheath, the fractured distal tip came out of the patient. While the patient was in the intensive care unit (ICU), flows would not go above p-1 without suction. A transesophageal echocardiogram (tee) showed a clot between the inflow of the impella and the mitral valve. It was unclear if the clot was on the mitral valve or the inflow of the impella. The physician decided to remove the impella. Upon explant, a clot was found in the inflow. The post-procedure outcome is survived at explant. The impella functioned at p-1 at 0.3l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. User error attributed to the guidewire fractured.